Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and was able to reproduce error by attempting to reset the analyzer to home. Fse cleaned and lubricated the cup transfer assembly but error persists. Fse then replaced the cup transfer assembly and the customer ran quality control without any error. The aia-900 instrument is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [4151] c. Trans -z home detect error. Cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event is due to failure of the cup transfer assembly.

Event description:
A customer reported getting "4151 cup transfer -z home detect error" on the aia-900 instrument. The customer stated error occurred upon instrument start up and was unable to perform an all set home function. Technical support specialist (tss) instructed the customer to open instrument cover and check for any obstructions, none was found. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.